Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for intravscular ultrasound (ivus) examination of the target lesion. While ivus runs were being done, a dark image was detected. They physician disconnected and re-connected the ivus catheter but to no avail. The procedure was completed with a new catheter. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached near the lapjoint section.

Manufacturer narrative:
Initial reporter title: sister. The device was returned for analysis without the imaging window. Visual inspection revealed the imaging window had detached near the lapjoint section. Impedance testing showed a wave form with presence of transmission line but very weak transduce. Image characterization testing could not be performed due to the returned condition of the catheter. An additional impedance test at transducer level was performed and the device showed a no rh peak (11 ohms). Microscopic inspection did not note any damage consistent with saline exposure post-use of the device.